Event description:
It was reported the pt was not experiencing effective stimulation. The sjm rep found invalid impedances. The lead was removed and replaced and effective stimulation coverage was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.